Manufacturer narrative:
It was reported that a child was burned, and the reporter was investigating the incident as possible child abuse. The suspected source of injury was a thermophore heat pack. The child's mother, who had some mental impairment, said she did not know how the child was burned. She reported the child, who may be autistic, had been in contact with the thermophore, but had not exhibited discomfort. Because of the lack of conclusive evidence or testimony and the confidential nature of this investigation, we do not know whether the thermophore was the cause of this child's burns, or whether any contact was voluntary, supervised or assisted in any way. Pictures show the thermophore as a permanent part of the mother's bedding, always plugged into an outlet, easily accessable to the child. Our warnings and instructions clearly state that the thermophore is not to be used on children. A child's skin is much more sensitive than an adult's, and a child would not understand how to properly regulate the heat level. It is possible to reach a level of heat exposure that results in skin damage without feeling the sensation of being burned, and children are unable to monitor this. In addition, our warnings and instructions state that the unit is to be unplugged when not in use, isn't to be used by anyone who is sleeping, and users aren't to sit or lay on top of the unit. It would appear that the child's mother disregarded all these warnings and instructions. The incident may not have involved the thermophore at all. If it was involved, the incident may have been caused by misuse of the product, failure to properly supervise the child, or intentional abuse of the child. No specific conclusion can be reached with the info currently available.

Event description:
It was reported that a child was burned. The reporter was the resident agent, where he was investigating a possible case of child abuse. The only source of heat in the home was a thermophore heat pack. The child's mother, who had some degree of mental impairment, reported that the child had been in contact with the thermophore, but had not exhibited any discomfort or skin damage at the time. It was also reported that the child may have been autistic.